Event description:
It was reported a patient experienced coincident with peritoneal dialysis (pd) therapy. The cause of the event was reported to be a leak in the transfer set. The patient was hospitalized for the event on the same day. The patient was treated with vancomycin (intraperitoneally, dose and frequency not reported). The patient was discharged two weeks later and had recovered from the event. Additional information was requested, but is not available at this time. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The peritoneal dialysis (pd) patient (pt) experienced peritonitis due to an unknown cause (previously reported as due to a leak in the transfer set). A cause of the peritonitis was not reported. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h14b01024 and h14a30074 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If there is any further relevant information from that review, a supplemental medwatch will be filed. This is the same patient as complaints (B)(4).